Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported occlusion alarm. Troubleshooting confirmed blockage in the tubing. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.